Event description:
Litigation alleges pain, discomfort, inflammation, elevated metal ion levels and difficulty ambulating. Update rec'd, (B)(4) 2013 - pfs and medical records received. Part/lot was provided. Revision operative notes indicated a calcar fracture that occurred when implanting the stem. The stem has now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes x14c71000 or 2475196 . A search of the complaint database finds additional reported incidents against lot code 2521162 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.